Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads exhibited noise. They were able to reproduce oversensing of the atrial noise when the patient pulled their shoulders forward and hunched over. The leads were originally reprogrammed, but the physician suspected that the leads were damaged. The leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This information was received from a competitor. All data pertinent to the event is provided. Products: 4068-52 lead implanted: 1998 (B)(6). (B)(4).